Manufacturer narrative:
The vitrectomy cutter was not returned. A small plastic cup containing two 25ga (blue) esa hub and sleeve assemblies was returned. The assemblies are dirty with particulates and dried solutions. Microscopic examination was performed. No damage was found on the esa hub, sleeve, or the valves. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause could not be determined. Related to report (B)(4).

Manufacturer narrative:
The device has been requested and has not been received. Manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is underway. See related 0001920664-2023-70049.

Event description:
A user facility in the united kingdom reported that 2 cutters from the same lot were not cutting efficiently while they continued to aspirate. There were 2 patients involved, but no more distinguishing information is available. This is for the first pack/cutter. There was an increase in the duration of the surgery of 0 - 15 minutes. There was no patient impact.